Event description:
Customer reported intermittent kvp errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced multiple pcbs, the 5v power supply, hard drive, and motherboard. System operates as intended. This MDR is related to ge healthcare complaint.